Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. The motor position encoder error alarm was noted on the alarm history screen. The excessive no delivery alarm could not be performed due to motor error alarm. The device also had a scratched lcd window and cracked display window corners. The drive support disk was inspected and no anomaly was noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had 3 motor error alarms during basal delivery and it then alarmed no delivery and then motor position encoder error. The blood glucose at the time of the incident was 281 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.